Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump that the alarm constantly sounds was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be the depleted main batteries which caused a constant alarm sound. The main batteries were replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump that the alarm constantly sound; this condition had the potential to interrupt delivery. This condition was found in the ER upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.